Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to a confirmed fracture of the right ventricular (rv) lead. The rv lead also exhibited no capture. The rv lead was explanted and replaced. During the explant procedure an occlusion [near] the superior vena cava (svc) coil was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.